Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's father declined to perform troubleshooting. The customer's father stated that an issue with the infusion set caused the event. The customer's father also stated that the customer may have permanent kidney damage as a result of the event. Nothing further was reported.